Event description:
Following a myosure procedure for uterine tissue removal, a novasure endometrial ablation was attempted. After several unsuccessful cavity integrity assessment (cia) tests with two disposable devices the procedure was aborted. A hysteroscopy (using the myosure hysteroscope) was done following the use of the first device and no perforation was seen. The physician tried another "modality" for ablation (type unk) and it is not known if the ablation was completed. An operating room (or) staff remember reported she "believed there had been a perforation." We have been unable to obtain add'l info surrounding this event. A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number provided for one of the two disposable devices was not a valid number. The actual number is not available. Serial numbers of the two disposable devices were not provided by the complainant. Serial number of the radio frequency controller and myosure hysteroscope not provided by the complainant. The devices are not being returned; therefore, a failure analysis of the complaint devices cannot be completed. Device history record (DHR) review was conducted for lot# 12d26rd. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).